Manufacturer narrative:
The pipeline flex with shield device was returned within shipping box; within primary and secondary plastic bio-pouches; and within an opened pipeline flex with shield inner pouch. When compared to the drawings the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The distal end of the pipeline flex with shield braid appeared not fully opened due to damaged braid. The proximal of the pipeline flex with shield braid was found fully opened and moderately frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the customer's report and analysis findings, the pipeline flex with shield was confirmed to have failure to open at the distal end as the distal end was not opened due to damaged braid. However, the cause event cause and the cause for damage could not be determined. Possible causes for failure to open include patient tortuous anatomy and damage to the pipeline flex with shield braid. The customer reported that the patient vessel tortuosity was moderate. Based on the returned devices, there was no non-conformance to specifications identified that led to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device. Brand name: pipeline flex with shield technology model number: ped2-475-20 sent request for facility name and number. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding medtronic flow diverter not opening distally during deployment. The medtronic flow diverter was removed and replaced with another medtronic device to complete the procedure. No patient injury was reported as a result of the event. It was reported the medtronic flow diverter was not positioned on a bend. More than 50% of the flow diverter was deployed when it failed to open. The flow diverter was resheathed less than or equal to two times and no additional steps or other devices were required to open the flow diverter. The flow diverter was resheathed and removed with the microcatheter. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 2.5mm x 1.8mm located in the left internal carotid artery (ica). The distal and proximal landing zone was 4.6mm x 4.8mm. The vasculature was moderate in tortuosity. The patient had history of smoking. No allergies or liver kidney problem.